Event description:
The customer reported to olympus, the colonovideoscope grommet located above the aspiration valve was punctured, and the aspiration valve was blocked. The device was returned for evaluation. During the device evaluation, it was found that the jet tube had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also found that the water tightness was lost due to a cut on switch #1 and wear on suction cover packing, suction cylinder had discoloration, switch box had a dent, right/left knob had a scratch, upward/downward knob was shaved, plug unit was damaged, scope connector case unit had a dent, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, objective lens had a crack, light guide lens had a crack, connecting tube had a wrinkle and a cut, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the scope connector cover (s-cover) and switch button one (sw1). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.